Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 700 mg/dl. Customer advised there was a death in the family and they were under a lot of stress. Customer advised they went to the doctor's office when they realized their insulin pump had a blank display. Customer advised the doctor gave multiple manual injections to lower their blood glucose level. Customer advised they replaced the battery and the device started to work. Customer declined to troubleshoot for her high blood glucose levels and blank display.